Manufacturer narrative:
During the onsite investigation, the territory manager (tm) replaced the footswitch and as a preventive measure, replaced shutter 4. The tm then successfully completed the system verification. The root cause was a faulty component, specifically a faulty footswitch. (B)(4).

Event description:
A laser technician reports secondary energy too low during surgery. No pt harm was reported, however there was a delay to surgery. Additional info has been requested.